Event description:
This rv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2012. The lead impedance is greater than 2000 with visible externalized conductors on fluoro. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).